Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection and no predilatation . The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood in the balloon, in the guide wire lumen, and on the entire length and contrast on the hypotube. The blood in the balloon is consistent with blood entering through the ruptured balloon. The balloon was flat. This is all consistent with the reported information that the product was prepared for use, inserted in the body, at least partially advanced over a guide wire, and the balloon was inflated. During the analysis, a new indeflator filled with water was used in an attempt to pressurize the balloon to the rated burst pressure (rbp), when fluid leaked out of a pinhole in the balloon, located 1mm distal to the distal end of the proximal balloon marker, confirming the reported balloon rupture. There were no scratches noted and it initially could not be determined if the pinhole was along a crease or fold in the balloon. Scanning electron microscopy (sem) analysis determined that the balloon failure may be attributed to mechanical damage to the outer surface and that the leak was located at a strut impression area in the proximal ring. During use of the product, there can be interaction with the anatomy, previously implanted stents, and/or accessory devices, which may damage or weaken the balloon material and possibly lead to balloon rupture during inflation. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or previously implanted stents. It was reported that the promus stent was implanted via direct stenting to treat in-stent restenosis, it should be noted that the promus instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, the promus IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel / lesion to be treated. The moderately tortuous lesion was reportedly 90% restenosed and was not pre-dilated, which may have contributed to the balloon rupture. Additionally, there was no report of any leaks in the product during preparation for use. A conclusive cause cannot be determined for the balloon rupture, as no scratches were noted and the balloon pinhole was located at a strut impression area. All stent delivery systems (sds) are 100% leak tested during manufacturing. Additionally, a sampling of units is destructively tested to verify rbp. Dissection, as listed in the promus IFU is a known adverse event associated with coronary stenting. Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. In this case, it is possible that the balloon rupture may have contributed to the reported dissection. However, a conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to the balloon rupture. In addition, there have been no other incidents reported for balloon rupture for this lot.

Event description:
It was reported that the patient was being treated for in-stent restenosis in the proximal left anterior descending artery (lad)characterized as being moderately tortuous and 90% restenosed. The promus rx stent delivery system (sds) balloon ruptured upon first inflation at 16 atmospheres prior to a subsequent dissection in the proximal left anterior descending artery. Pre-dilatation was not performed prior to advancement of the sds. Although the balloon ruptured, the stent was successfully deployed and another promus stent was used to cover the dissection. No adverse patient effects were reported. No additional information was provided.